Event description:
During wire removal there was noise and tension changed. Patient was having PICC line placed for antibiotic therapy. "Ping sound" and outer sheath of wire separated. Entire wire/sheath removed from patient. No harm to patient.